Event description:
It was reported that asymptomatic patient presented in the clinic after receiving a vibratory notification. Device was found to be in back up vvi mode. The device firmware was performed and reloaded successfully. The patient is fine and will be followed normally.